Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) communicated with customer and reported the issue that the device cannot emit x-ray. Rse suggested to customer to restart the device. Customer restarted the device and the issue got resolved the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. X-ray could still be performed; therefore, the unavailability of the grid is not likely to cause or contribute to a serious injury or death. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not x-ray. The device was inside clinical use at the time of the event. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.